Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.

Event description:
It has been reported to us that during the procedure the occlusion balloon deflated. The physician performed pre-dilation and deployed a stent and implemented post-dilatation. While performing aspiration the occlusion balloon deflated unexpectedly. Completed the procedure without any further treatment. Pt is reported to be fine.